Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). UDI information is unknown. No information provided to date. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection was performed, and the following observations were noted: tamper seals were intact. Cracked on right plunger case otherwise no appearance of any physical damage. Unable to calibrate the position pot sensor. Functional and delivery testing was conducted. There was a force sensor test error identified in event history log review. Force sensor test error was found at power up and unable to calibrate the force sensor. The reported issue was confirmed. The root cause of the reported event was determined to be fluid ingression found inside plunger assembly which is attributed to the customer. The following actions were taken: replaced plunger assembly. Other repairs included: replaced battery door with the label, position pot, plunger board and the leadscrew. Device passed all functional and device testing after repairs.

Event description:
It was reported that the device had a plunger sensor failure and fluid ingression. No patient injury was reported.